Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 250-270 mg/dl. The customer had changed the supplies on the pump multiple times. A correction bolus was delivered via the pump to address the bg level. The cause of the past occlusions could not be determined. Reportedly, the customer had been using apidra insulin in the cartridge and will be changing the type of insulin used to humalog.